Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes educator that the customer got hospitalized 3 times since (B)(6) 2018 with low blood glucose. The customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 41 mg/dl at the time of the incident. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The caller stated that the pump may have been exposed to x rays. The customer was on prednisone for rashes and their rates had to be increased to handle the glucose levels. The customer was given emergency medical assistance around (B)(6) 2018 while on a bus trip with lows of 50 mg/dl which she was given glucose tablets and a glucagon shot to treat. The customer had another low event on (B)(6) 2018. The insulin pump will not be returned for analysis.